Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records confirmed patient was experiencing pain 2 years post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Clinical study. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00206, 0002648920 - 2018 - 00830. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing increased moderate pain at the posterior lateral region requiring prescribed medication of codeine and nsaids daily at 3 year clinical study visit.